Event description:
Ous MDR: on the first postoperative day, a ventricular lead dysfunction is diagnosed during the programming and checking of the dual-chamber pacemaker implanted in 2007. A dislocation of the ventricular lead is suspected. As a consequence, a revision is performed in the op area. Intraoperatively, no sufficient functioning can be achieved despite repeated placement of the existing pm lead in the ventricle. High resistance values of up to 2000 ohm are noted. The lead was then explanted, and a new lead was implanted.

Manufacturer narrative:
Ous MDR: no manufacturing error or material defect could be found during the analysis. The observed cut in the insulation was probably made during the explantation. Regarding the dislocation and high impedance during repositioning mentioned in the complaint, no deviations from the specifications could be found during analysis.